Event description:
On (B)(6) 2012, at the (B)(6) hospital in (B)(6), it was reported that the quadrox-I hmod-70000 oxygenator (lot number 70065528) exhibited a fiber bundle break during an ECMO procedure. Blood was slowly dripping from the gas outlet port. The oxygenator was about 2.5 hours into clinical use. Sweep gas was at 4.8 lpm. The oxygenator was replaced. There was no patient impact. (B)(4).

Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory and the leakage at the gas exhaust port was confirmed. The leak was caused due to shrinking fibers in the potting area of the oxygenator which allows the blood to flow out of the potting area and into the gas exhaust port by gravity. When the oxygenator was opened, 8 leaking fibers were found due to insufficient connection to the potting area. The development department was informed about the failure and an investigation into root cause is in progress. (B)(4).